Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. Customer had not using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had no damaged. It was unknown that auto mode used or not. The customer declined troubleshooting for low blood glucose. The insulin pump will not returned for analysis.